Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had no image. The issue occurred during installation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder has foreign objects, and the air/water tube has foreign objects. Based on the results of the investigation, it is likely the following led to the malfunction: a definitive root cause of the reported issue could not be determined since it was not confirmed during device evaluation. A definitive root cause could not be identified for the foreign objects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.